Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported " the patient's condition has recently worsened. He is retaining fluid and becomes very short of breath when walking". Additional information states "it is unknown if the physician believed that the patient's worsening condition or fluid retention was related to reduced biv pacing or wise performance. When the patient had trouble in previous positions minimal tracking was observed in all postures. There is no way to determine if there were any reports of posture-dependent loss of therapy at home without having an m5100 in the home to observe loc. The patient did not report symptoms that correlated with positional changes or loss of pacing. The reduced biv pacing was presumably related to the pleural effusion. The wise system was tracking at 71% upon initial interrogation. The physician did not recommend any intervention or system revision related to suspected wise performance. There were no concerns regarding transmitter position, acoustic window quality, or electrode location contributing to reduced therapy delivery".